Event description:
A surgeon reported an issue during silicon oil (so) removal secondary to a previous retinal detachment repair. The surgeon was taking out the so and was following his usual three cycles of washing out the retained so and bubbles. On the third cycle of fluid air exchange, while under air infusion and shifting back to fluid infusion, the fluid infusion coming into the eye from the 23 gauge infusion cannula came in such a force that it hit the previously detached retina (from the previous surgery) and caused it to redetach. The surgeon had to perform retina attachment steps again in addition to the original surgical intent. The surgeon states that this occurred despite him performing the aspiration of air in a very slow manner. Silicone oil was again placed in the eye due to the occurrence of this redetachment intraoperatively. Pt was followed up for the first post-op day and was doing fine per the surgeon and was given a good prognosis over all, but will require another surgical procedure to evaluate the silicone oil once again.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).